Event description:
The consumer¿s daughter mistakenly used hydrocolloid control gel formula wound dressing instead of extra thin dressing on her mother¿s buttock wound. The dressing was very difficult to remove and caused redness and irritation to the surrounding skin. No skin stripping, bleeding, tissue damage, or pain occurred. The redness resolved without medical intervention. The product was not used again. No medications were involved, and no additional information or photos were provided.

Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user's daughter only stated that duoderm cgf dressings was used, although the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number 187662 has been captured. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.